Event description:
The catheter seemed fine when it was connected to the cable. But the high force warning lit up every time the ablation initiated. Cable was replaced but did not solve the issue. The catheter was removed and a new catheter was used. The new catheter worked fine with no high force warning. No injury to the patient.